Manufacturer narrative:
(B)(4). This case was investigated in accordance with philips volcano policy. Additional information obtained found the catheter was cut only one time at the end of the catheter. A 6fr sheath was used to free the catheter. In order to use the sheath to free the catheter, the connector of the catheter had to be cut off of the device so that the sheath would slide over it. No physical product investigation was possible as the device was discarded at the hospital. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of review complaints.

Event description:
It was reported that upon retrieval of the catheter, the catheter got stuck at the iliac bifurcation on calcium. The physician had to cut the catheter into pieces in order to retrieve catheter and wire by running a 6f sheath up and over to gather the pieces into the sheath. Another catheter of same product was used for imaging without incident. The catheter was cut into pieces and disposed of in the biohazard receptacle. There was no patient harm. All reasonably known patient information is included in this report.